Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of sheath tear. Based on the condition of the returned unit, it is likely that an object or instrument came in contact with the sheath during the procedure, resulting in cuts in the sheath material. This report is to follow-up medwatch #(B)(4).

Event description:
Procedure performed: hysterectomy. Event description: "on (B)(6) 2023 I attended a case with dr. [Name] where she experienced an issue with our gelpoint product cngl2 lot#1446561. Dr. [Name] deployed the gelpoint and experienced insufflation leakage. She checked all the ports, the insufflation and smoke evacuation tubing and couldn¿t find the issue there. It was not so much that she felt a need to change the product. Towards the end of the case she noticed a small tear in the alexis protector retractor. Patient status is fine." Product is available for return. Additional information was received via email on 09mar2023 from account manager ii, applied medical. "The case was a hysterectomy. The sleeve did not seem to particulate. A scope, grasper, and a [name] 5mm blunt tip were used, but the leakage was present before they were inserted. It was not so much leakage that they couldn¿t maintain insufflation so the surgeon elected to finish the case with it." Additional information was received via medwatch #(B)(4) on 11apr2023: "doctor put in the gelpoint advanced access platform and kept leaking air. Company representative was there couldn't figure out the problem. Doctor kept using the device because she kept the correct pressure in the belly. It looked as if there was a hole in something and was leaking. I was told to give it to materials by the representative from applied medical." Intervention: "the surgeon elected to finish the case with it." Patient status: "patient status is fine."

Manufacturer narrative:
The event unit has been returned to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: hysterectomy event description: "on (B)(6) 2023 I attended a case with dr. [Name] where she experienced an issue with our gelpoint product cngl2 lot#1446561. Dr. [Name] deployed the gelpoint and experienced insuflation leakage. She checked all the ports, the insuflation and smoke evacuation tubing and couldn¿t find the issue there. It was not so much that she felt a need to change the product. Towards the end of the case she noticed a small tear in the alexis protector retractor. Patient status is fine." Product is available for return. Additional information was received via email on (B)(6) 2023 from account manager ii, applied medical "the case was a hysterectomy. The sleeve did not seem to particulate. A scope, grasper, and a [name] 5mm blunt tip were used, but the leakage was present before they were inserted. It was not so much leakage that they couldn¿t maintain insuflation so the surgeon elected to finish the case with it." Intervention: "the surgeon elected to finish the case with it." Patient status: "patient status is fine."